Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2022. During the procedure, the handle of the device would not rotate. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of handle won't turn. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that the returned ligator head returned had four bands attached. The suture thread, the ligator head teeth, and the suture hole were in good condition. No other problems with device were noted. The reported event of handle won't turn was not confirmed. Upon analysis, the returned component (ligator head) did not show any problems. It is possible that due to the manipulation or the technique used by the physician at the time to interact with the device, in conjunction with the patient anatomy, could have affected the device functionality causing the reported problem. However, there is not enough evidence to determine whether the adverse event was due to some problem in the device. Since the handle assembly was not returned, it is not possible to carry out a more thorough investigation. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2022. During the procedure, the handle of the device would not rotate. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.